Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump, following a battery change. The customer had received the alarm after the batteries were out of the insulin pump greater than the duration allowed, but upon replacing it with a new battery, it did the same thing. Customer was assisted with clearing the alarm and reprogramming time, date, and fixed prime. Customer was advised to monitor the insulin pump and time battery changes. Her blood glucose level was not known. Nothing further reported.